Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had requested for the scs system to be explanted. The pt reported she had stimulation coverage, but the relief had become minimal. It was reported the physician had explanted the system.